Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a button error alarm and physical damage on the insulin pump. Customer stated that the belt clip was stripped and she cannot get it off of her pump. Customer stated that the pump is cracked in 3 different places. Customer was unable to remove the battery cap on the pump. Customer's most recent blood glucose was 146 mg/dl. Customer had 2 cracks on the front of the top corners of the lcd screen. Customer stated there is another crack below the esc button toward the bottom of the pump. Customer thinks that the pump was pressed again her bra or breast. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. No button error alarms were noted. The pump also had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked case at the display window corners, a cracked case at the reservoir tube window corners, a cracked belt clip slot, a missing end cap sticker, and a corroded battery tube.